Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). On (B)(6) 2017, the patient experienced wetness at the incision site. A nurse checked it and reported drainage and yellow pus-like drainage from where a stitch was located. The incision had not opened up. The area wasn't red but felt warm to the touch, slightly swollen but the swelling had already decreased. The patient was recommended to go to the emergency room for assessment. The emergency doctor found the patient afebrile, positive for chills, and slightly increased pain at the site. Antibiotics was started. The labs showed elevated erythrocyte sedimentation rate (esr)/ c-reactive protein (crp). The patient was admitted for planned explant. Further assessment on (B)(6) 2017 determined there was a surgical site infection per evidence of serosanguinous secretion from the battery site. An explant was planned for (B)(6) 2017. The event resulted in an emergency room visit and in-patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The laboratory testing on 2017 (B)(6) indicated cbc with differential, electrolytes. The bun, creatinine, basic metabolic panel results were within normal ranges except abnormal low anion gap (electrolyte) and high glucose levels. (In addition to the elevated esr/crp.) A touch examination on 2017 (B)(6) resulted in central punctum in either case. The superior wound presented with a small amount of blood/pus expressed with gentle manipulation. It was indicated the patient was afebrile and without leukocytosis. The patient did not seem to have become systemically ill from this. The area needed to be incised and drained, and the ins likely needed to be removed. An examination on 2017 (B)(6) by the doctor found there was some pus coming out of the midline incisions while some serosanguinous secretion came from the battery site. Medications administered on 2017 (B)(6) included antibiotics (2 g in dextrose 5% 500 mgl bag) one time. The medications on 2017 (B)(6) included antibiotics (1.75 g in dextrose 5% 500ml bag) every 12 hours. The entire system was explanted (and not replaced). It was disposed of according to biohazard instructions. There were no systemic signs of infection and the blood culture remained negative. Laboratory testing was performed on 2017 (B)(6). The cultures of the surface wound tested positive for mrsa. The surgery culture results were still pending. The patient was transitioned to oral antibiotics. The event was not related to the device or therapy and was possibly related to the implant procedure, specifically the incisional site/device tract at the lumbar site of the ins. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.